Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during an interventional procedure, a nc trek balloon dilatation catheter (bdc) was advanced and inflated without reported difficulty. The nc trek bdc was removed without reported difficulty and after the nc trek bdc was removed from the patients anatomy, the nc trek bdc separated into two pieces at an unspecified location on the device. Reportedly, the account was unsure what part of the device was separated and had focused on making sure the entire device was removed from the patients anatomy. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.